Manufacturer narrative:
The complaint device has been retained by the customer. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection, device extrusion concomitant medical products: left-mentor memorygel 400cc silicone breast implant, catalog number 3504001bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 400cc silicone breast implants which her incision on the right side came open and you can see the implant. She has infection. She had no trauma. She noticed it on (B)(6) 2019 after implantation. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
On 6/18/2019, coding was updated: patient code wound dehiscence was removed, and wound infection was added. Manufacturer's reference number: (B)(4).